Event description:
It was reported that an ilet pump paused during use did not power back on despite approximately half battery remaining, presented with delayed and unresponsive touchscreen behavior, and would not turn on even when placed on the charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with an unresponsive interface consistent with a touchscreen component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.